Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n90c54. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. The following information was requested, but unavailable: can you please clarify what is meant by "the device was removed via a trocar with fully closing to take a misfired clip?" How did the device misfire a clip? No information. Did the device not feed clips? No information. Did device feed clips sideways? No information. Did device not fire clips (jammed)? No information. Did device fire malformed clips? No information. Did device fire scissored clips? No information. Did device drop or eject clips? No information.

Event description:
It was reported that during a laparoscopic transverse colectomy, the jaws did not open after the device was removed via a trocar with fully closing to take a misfired clip. The device was used on the blood vessel. Another device was used to complete the case. No clips were left inside the patient. There were no adverse consequences to the patient.